Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl. Bg was addressed via a manual injection. The customer alleged the pump was not delivering a bolus as intended; however, tandem technical support reviewed the pump history that showed boluses were being delivered. The customer acknowledged and continued using the pump for insulin therapy.